Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0 mm x 40 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, during the first inflation at 2 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.